Event description:
Covidien received info stating that an 840 ventilator had a distorted graphic user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have swapped the liquid crystal display (lcd) panels and will replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and have a covidien customer support engineer (cse) upgrade the software to the current revision. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).